Event description:
It was reported that bd angiocath catheter separated from hub. The following information was provided by the initial reporter, translated from chinese to english: the first line of anesthesia checked the arterial cannula after removing the artery and found that the arterial catheter was missing and incomplete, which was immediately reported to the second line of anesthesia. ¿the second-line anesthesia team immediately reported it to the chief surgeon and department director, requesting emergency consultation from the vascular surgery department and bedside ultrasound. Ultrasound found foreign body residue in the left radial artery. After consultation, the vascular surgery department decided to perform emergency surgery "radial artery foreign body removal". The surgeon, anesthesiologist the doctor and vascular surgeon explained the situation and possible consequences to the family members. The family members expressed their understanding and agreed to the operation.¿ radial foreign body removal.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date: (B)(6) 2024. The product in the complaint is intravenous pivc, the item number: 381137 and batch number: 2115869 are correct, but the specific defect of the product is unclear and cannot be confirmed.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 2115869. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.